Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "hydration patient experienced several alarms of unknown origin throughout the night. As a result, they disconnected and reconnected to the pump. After feeling ill, they were instructed to go to the emergency department and were admitted to the hospital for a clabsi. Pump treatment information: unknown type of drug:unknown. Human harm: unknown. Delay in therapy: yes. Need for medical intervention: yes."